Event description:
Baxter (B)(4) received a report that an infusor leaked from "around the luer adapter" during patient use. The device was filled with a solution containing fentanyl citrate and ropivacaine hydrochloride hydrate. This condition interrupted therapy and potentially breached the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. A connector (non-baxter product) was also received connected to the infusor's luer. The reported condition of a leak was not confirmed. Visual examination of the infusor showed no signs of physical abnormality; however, a crack was observed on the connector (non-baxter product). A leak test showed no signs of leakage on any part of the infusor; however, a leak was observed at the crack on the connector. No root cause was identified, as there was no evidence that the infusor malfunctioned. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This is a product not distributed in the us and does not have a 510k number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.